Event description:
Additional information was received indicating shock impedance measurements returned to acceptable range. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out of range shock impedance measurement were again observed. The patient was seen in clinic and isometrics was performed with no anomalies noted. Additionally, shock impedances were noted to be within an acceptable range the majority of the time. No further evaluation was performed and the system will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Continued monitoring was discussed. Records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. It was reported the device had emitted beeping tones the day of the out of range measurement. There was no evidence of noise stored in the device and pacing impedance measurements remained stable. Boston scientific technical services (ts) discussed continued monitoring or bringing the patient in for further evaluation. No adverse patient effects were reported.